Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with intraperitoneal vancomycin (dose and duration not reported) and an unknown intraperitoneal antibiotic (dose and duration not reported) for peritonitis. It was further reported, one of the antibiotics was administered daily and the other was every third day but the specific antibiotics were not specified. On an unknown date, dianeal therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient remains on hemodialysis and has recovered from the peritonitis event. No additional information is available.